Event description:
In 2009, this patient presented with a ruptured abdominal aortic aneurysm and treated with gore excluder aaa endoprostheses. A trunk-ipsilateral leg component and iliac extender component were implanted successfully. It was observed that the device was compressed on the contralateral side in the right common iliac artery at the area of the bifurcation. A femoral-femoral bypass was performed. The patient is reported to be fine with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre release specifications. Other device implanted and no related to the event.